Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were sticky and unresponsive; however act button was the worst. Customer also stated that the insulin pump received unexplained no delivery alarms. Customer stated that the top plastic screen was peeling bubbling off at bottom coming apart and was chipping off. Customer reported that the insulin pump was rusting all over the body and gear slower when priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.